Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and cycler set and the patient¿s event of peritonitis. The pdrn reported that the event of peritonitis was not related to the liberty select cycler or any other fresenius products or equipment. There is no objective evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler or cycler set malfunction or product deficiency. Gram positive cocci are considered the most frequent etiological agents of pd-associated peritonitis world-wide. The patient was retrained as recommended per the international society for peritoneal dialysis (ispd) guidelines/recommendations. Based on the available information, the exact cause of the peritonitis cannot be confirmed. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact contacted technical support for a patient¿s incomplete drainage during their peritoneal dialysis (pd) treatment. During the call the contact reported the patient had a manual fill with antibiotics due to peritonitis. Upon follow-up with the peritoneal dialysis registered nurse (pdrn) it was reported the patient was seen in the outpatient clinic on (B)(6) 2019 and a cloudy pd effluent was noted; the patient also had abdominal pain. Treatment with intraperitoneal (ip) cefazolin (dose, duration, frequency not provided) and ip ceftazidime was initiated. Cultures were obtained which revealed gram positive cocci. The pdrn was unable to provide the cause of the peritonitis. The patient was retrained in the outpatient dialysis clinic and no breaks in aseptic technique were noted during the retraining. The event of peritonitis was not related to treatment with the liberty select cycler or any other fresenius products or equipment per the pdrn.